Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left circumflex artery. A 10mm x 3.25mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon could not be advanced smoothly in the blood vessel. It could be advanced in guide catheter, but resistance was felt. The catheter was fractured after withdrawn. The device was removed through the guide catheter. The procedure was completed with another of the same device. No patient complications reported and the patient was stable.